Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation for use in a corrective maintenance/repair, the demo handle jammed. The cartridge did not retract properly and jaws jammed on the demo tissue. Operator replaced the device to resolve the issue. There was no patient involvement.